Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that the device was deactivated and a new device was implanted on the right side of the body during a follow-up due to premature battery depletion and loss of capture. The patient was stable post procedure.